Event description:
It was reported that PICC fractured at the hub. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 5 fr dual lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. Both lumens of the returned sample were flushed and pressurized with a 12 ml syringe of water; however, no leaks were found. Both lumens were then filled with water and the catheter was held vertically with the hubs above the distal end of the catheter. The water within both lumens of the catheter was observed to steadily drip from the distal end of the catheter when it was held in this position. A microscopic observation revealed biological residue wedged within the large slit of each valve within the luer hubs. No cracks, splits, or holes were found on the catheter shaft, molded joint, or extension legs of the returned catheter. While no fractures could be found on or within the returned catheter, the valves of the catheter were found to leak due to biological residue buildup within the valve slits wedging them open. Therefore, the complaint of a leak was confirmed to be use related. A lot history review (lhr) of redu0067 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu0067 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that PICC fractured at the hub. No other information was provided.